Event description:
Pacs software imaging device fetched a wrong prior image for comparison purposes based on name, date of birth and gender (check of identical date of birth and gender failed). Doctor realized the issue immediately thanks to labeling. Pt. Unhurt.

Manufacturer narrative:
Impacted client sites are upgraded to repaired version of device. The MDR is submitted late, as it was encountered during a retrospective review of complaints. Complaint procedure has been revised and staff retrained to avoid reoccurrence of delay.